Event description:
It was reported that a patient with an edwards surgical valve implanted for unknown period of time, is being evaluated for a valve-in-valve procedure due to unknown reasons. No other details were provided.

Manufacturer narrative:
No other details were provided. The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10 manufacturer narrative: updated sections b5, d1, d2 device product code, d4, d6, g4 PMA/510(k) number, h4, h6 investigation findings, and investigation conclusions. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors. H11: corrected data: based on new information received, this event is no longer considered reportable.

Event description:
It was reported that a patient with a 23mm 2800tfx aortic valve implanted for 11 years and 6 months underwent redo aortic valve replacement due to a severely calcified, degraded valve with dehiscence, severe pvl, reduced leaflet excursion, moderate host tissue overgrowth and stenosis with severe regurgitation. Patient presented with chf. A 25mm 3300tfx valve was implanted in replacement. The patient in post operative recovery. According to the physician, there was no allegation that the surgical valve prematurely failed.

Manufacturer narrative:
H3 evaluation summary: customer reports of calcification, degradation, reduced leaflet excursion were confirmed. Reports of dehiscence and pvl regurgitation could not be confirmed through visual observations. Leaflet tears in the as received condition may contribute to regurgitation. X-ray demonstrated wireform intact, heavy calcification on leaflets 1 and 2, and moderate calcification on leaflet 3. Extrinsic calcific deposits were observed on the surfaces of leaflets 1 and 2 on the outflow aspect and leaflet 1 on the inflow aspect. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 13mm on leaflet 2 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 2 at the outflow aspect. Host tissue overgrowth on the stent circumference was minimal at both the inflow and outflow aspects. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Leaflet 1 had 5mm tears near commissures 1 and 2. Leaflet 2 had a 6mm tear down the mid section and a 4mm tear near commissure 3. Leaflet 3 had a 7mm tear near commissure 1. Calcification was evident at the tears. Updated sections: h6 health effect - impact code, health effect - clinical code, device code(s), and type of investigation.

Event description:
It was reported that a patient with an edwards aortic surgical valve implanted for approximately 11 years underwent redo aortic valve replacement due to a severely calcified, degraded valve with dehiscence, severe pvl, reduced leaflet excursion, moderate host tissue overgrowth and stenosis with severe regurgitation. Patient presented with chf. A 25mm 3300tfx valve was implanted in replacement. The patient in post operative recovery. Per medical records the patient underwent repair of subaortic valve diverticulum with pericardial patch and savr.

Manufacturer narrative:
Updated sections: b5, h6 component codes, health effect - impact code, and device code(s).

Event description:
It was reported that a patient with an edwards surgical valve implanted for unknown period of time, is being evaluated for a valve-in-valve procedure due to pvl leak and severe ai. This patient is no longer being considered for a viv. It is unknown whether the patient is considering surgery per additional information: paravalvular leak with severe ai that may be due to anatomy around the valve. It is unclear what this anomaly at the annulus is but the tavr team discussed an outpouching vs a pseudoaneurysm.